Manufacturer narrative:
S/w 4.11d. The serial number listed on the pump status screen is (B)(4). Retainer ring = black. On (B)(6) 2021 customer reported pump was exposed to moisture. The customer stated the pump sounds like there are loose pieces. Pump passed displacement test, sleep current measurement, active current measurement and self test. History download was successful using thus. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The following were noted during visual inspection: corroded battery tube, minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, missing serial number label, pillowing keypad overlay and keypad overlay texture damage. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. During visual inspection the pcba 1 and pcba 2 had moisture damage. No damage noted on the motor or force sensor. No loose components noted on the electronic assembly. Pump exposed to moisture was confirmed (corroded battery tube and moisture damage on the pcba1/pcba2.). Failed battery test alarm due to corroded battery tube. No loose components noted on the electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump need to replaced battery. Insulin pump was exposed of water. No harm requiring medical intervention was reported. The customer will continue the use of device